Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: method of use ¿ posology. Juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reports (hcp) that during patient injection with a syringe of juvederm ultra xc physician experienced a ¿locked¿ syringe. Patient was injected in the nasolabial fold. It was noted that the plunger was ¿stucked¿ as it did not move down. "The plunger did not move, and no product come out of the syringe, despite of trying to inject it for three times." The healthcare did not continue to inject this syringe and stored it. The packaged needle was used. Healthcare professional reports experiencing "pain in the hand due to forcing too much the syringe." Hcp's symptoms were treated with anti-inflammatory. Patient also experienced edema due to the large number of attempts to inject the patient. Patient¿s symptom improved after 15 days with no treatments. This is the same event reported under MDR ID #3005113652-2018-01506 ((B)(4)). This is the first MDR submitted for the healthcare professional that was affected by the same device used on the patient.

Event description:
Corrected information: the healthcare professional's pain in the hand resolved 5 days later.

Manufacturer narrative:
Correction: date of event.

Event description:
Healthcare professional reports (hcp) that during patient injection with a syringe of juvederm ultra xc physician experienced a ¿locked¿ syringe. Patient was injected in the nasolabial fold. It was noted that the plunger was ¿stucked¿ as it did not move down. "The plunger did not move, and no product come out of the syringe, despite of trying to inject it for three times." The healthcare did not continue to inject this syringe and stored it. The packaged needle was used. Healthcare professional reports experiencing "pain in the hand due to forcing too much the syringe." Hcp's symptoms were treated with anti-inflammatory. Patient also experienced edema due to the large number of attempts to inject the patient. Patient¿s symptom improved after 15 days with no treatments.the healthcare professional's pain in the hand resolved 5 days later.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found. Lab analysis of the device found one full syringe of 1.0 ml, received with a box, a tray and 2 needles but without cap. No defect observed on the syringe.